Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device seized abruptly. Another device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01081. The same pt is represented in each medwatch.